Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) low and the blood glucose (bg) meter 263mgdl occurred. The sensor was inserted into the arm, which is off-label. No data was provided for evaluation. The allegation and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)